Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. The hydrogel was placed very superiorly therefore, it was mainly separating the seminal vesicles from the rectum but was not separating the actual prostate much from the rectum. When observed inferiorly (around the midgland to base of the prostate) there was a small amount of hydrogel right under the rectal wall. The physician has preferred, as far as next steps go, to reach out to the urologist to provide them feedback on the case and additional training.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Device code a1502 is being used to capture the reportable event of misplaced - non-vascular.